Event description:
Additional information indicates there is no allegation of device deficiency. Replacement of the device is elective to have an imaging procedure performed as the patient is not implanted with MRI conditional system required for patient¿s imaging needs.

Manufacturer narrative:
Additional information indicates there is no allegation of device deficiency. Replacement of the device is elective to have an imaging procedure performed as the patient is not implanted with MRI conditional system required for patient¿s imaging needs. The device is no longer reportable.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that surgical intervention may be undertaken to replace the ipg for an unknown reason. Additional information is not available at this time.